Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 28jul2023 . H6: investigation summary six open 32g x 4mm pen needle samples were returned from an unknown lot. No., cat. No. 320561. Visual examination was carried out on the returned samples and a bent non patient end of the cannula was observed on two samples, a broken non patient end of the cannula was observed on three samples and no issues observed on the remaining one sample. No DHR review can be carried out as lot number is unknown. As all confirmed samples were returned open it is not possible to determine root cause.

Event description:
It was reported that the bd ultra-fine¿ pro pen needles experienced insufficient cannula length on patient end. The following information was provided by the initial reporter: needles are bent and the cannual and needles are in too deep inside the thread.

Event description:
It was reported that the bd ultra-fine¿ pro pen needles experienced insufficient cannula length on patient end. The following information was provided by the initial reporter: needles are bent and the cannula and needles are in too deep inside the thread.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown.